Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the clips malformed, not closed completely or twisted: no, staples just superposed; did any clips fall into the patient: no.

Event description:
It was reported that during an unknown procedure, on several times, the staples did not hold and slide at the slightest handling. The pressure on the trigger did not make them move, and sometimes it happens that they overlap. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9189p. The analysis results found that an er320 device was returned inside its original package. The package was opened and in an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 20 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.